Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel leak.

Event description:
Healthcare professional reported "silicone perspiration, folds, waves, rotation, change of devices¿ color, capsular contracture baker grade ii". This record is for the right side. Device was explanted.